Manufacturer narrative:
Investigation summary customer returned photo of 3/10cc, 12.7mm, 29g syringes and a poly bag from lot # 8351985. Customer states that when removing a shield before use, a needle was separated from the hub. The photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. Bd was able to confirm the customer¿s indicated failure. A review of the device history record was completed for batch #8351985. All inspections and challenges were performed per the applicable operations. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-2019-37 was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml. CAPA 1122103 has been opened to address this issue.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp needle separated from the hub. This was discovered before use. The following information was provided by the initial reporter: when removing a shield before use, a needle was separated from the hub.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp needle separated from the hub. This was discovered before use. The following information was provided by the initial reporter: when removing a shield before use, a needle was separated from the hub.